Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the product code of stapler used? What troubleshooting steps were taken to open device? How was the device eventually able to be removed? How was the issue with device associated with fecal matter leakage? What is the current patient status?

Event description:
Device: echelon flex 60. Procedure: lar. Date of procedure: (B)(6) 2nd july. Date reported by customer: 5th july. Description: echelon stapler locked onto the bowel and would not open. With the patient they had to try and resect the bowel with another stapler as they could not open the jaws of the echelon, this led to fecal matter that was leaked into the abdomen. They had to do a complete washout and they are monitoring the patient carefully.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what is the product code of stapler used? What troubleshooting steps were taken to open device? How was the device eventually able to be removed? How was the issue with device associated with fecal matter leakage? What is the current patient status? The surgeon could not open the device they had to resect the bowel and suture it which led to fecal matter in the abdomen. I am unsure of the patient¿s status. Awaiting further update from hospital